Event description:
Indication: patient with a history of rheumatoid arthritis who had undergone right total hip arthroplasty approximately 6 years ago. She had been seen in followup earlier this year with complaints of squeaking of the right hip. She was found to have a dissociation of the liner and underwent revision of the liner component in spring 2012. She had 2 subsequent dislocations reduced in the or or the ER. She presented back to the office more recently with recurrence of the squeaking. X-rays had shown obvious malposition of the acetabular liner. It was recommended that she undergo operative repair with revision of the entire acetabular component, most likely to a constrained device to address her instability as well. Risks and benefits were explained. Informed consent was obtained. No guarantees were implied or expressed.======================manufacturer response for poly liner and head, dynasty (per site reporter).======================I believe they are aware due to the email received to retrieve the prior incident device.======================manufacturer response for poly liner and head, conserve total a-class head (per site reporter).======================I believe they are aware due to the email received to retrieve the prior incident device.